Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt deposition inside a/w tube, s-connector has corrosion, lg-cover glass has corrosion, lg lens has corrosion. A root cause could not be identified. Based on the results of the investigation, the cause not established for dirt deposition inside a/w tube, it was presumed that the foreign material remained because the device was returned to olympus without reprocessing at the user facility. The presumed cause is traced to component failure for other additional malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corroded lighting lens and light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.